Manufacturer narrative:
Integra has completed their internal investigation on 08sep2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: a visual inspection under magnification of the returned curved extended precision tip the surface of the broken-off to be jagged or uneven. Also, there were scratches along the surface within two inches of tip. The distal end of the tip near the pre-aspiration holes came into contact with another instrument and was damaged. According to the DHR review, no anomalies were reported during the assembly and packaging processes of this lot that could be related to the reported condition. After reviewing the complaint system from 07/29/2014 to 07/29/2016, (B)(4) complaints related to ¿broken tip¿ (including the complaint being investigated) have been reported in the cusa tips and flues products family at integra lifesciences pr facility. Approximately (B)(4) units of cusa tips and flues products have been released for distribution from 07/29/2014 to 07/29/2016 resulting in a complaint occurrence rate of approximately (B)(4). The evaluation confirmed the tip was damaged near the pre-aspiration holes. In addition, scratches were observed along the surface. The reported complaint of the ¿tip is broken¿ was confirmed. The root cause of the findings was not conclusively determined but, is consistent with contact with another instrument during activation.

Event description:
The cusa curved tip was assembled as per protocol and was working fine at the beginning. However, in the midst of the surgery, about half an hour after the cusa was set up and used, the assistant nurse clinician was informed by the surgeon in charge that the tip was broken. Upon investigation, the assistant nurse clinician realized that 0.3cm of the tip was chipped off from the metal tip. They then opened a new cusa tip as instructed by the surgeon. The broken tip was retrieved. Additional information has been requested.

Manufacturer narrative:
Additional information received on 19aug2016 with the following: a (B)(6) year old male patient underwent an open surgery - liver resection segment ii/iii. It was during fragmentation that the tip broke. There was no patient harm or injury and no delay in surgery. The tip was not being used near or next to another metal instrument at the time it broke. The tip was reported being used 5 times during the half hour. The equipment setting was on standard mode at 80% amplitude.